Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller (B)(6) and six (6) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports of the controller. Failure analysis of all the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis revealed five (5) controller power up events logged on 26/may/2021 at 07:37:13, on (B)(6) 2021 at 21:14:56, on (B)(6) 2021 at 19:35:17 and 19:39:36, and on (B)(6) 2021 at 12:03:25. Several momentary disconnections were recorded involving (B)(6) recorded leading up to the losses of power on 06/jun/2021. The controller was without power for 10 seconds, 6 seconds, 7 seconds, 7 seconds and 6 seconds respectively. Review of alarm log file revealed multiple critical battery alarms due to communication errors involving (B)(6) . Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of data log files revealed multiples instances involving (B)(6), where the batteries' relative state of charge (rsoc) were logged between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. As a result, the reported events were confirmed. There is no evidence that a power source lubrication procedure was performed on (B)(6) was lubricated prior to release. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. A possible root cause of the observed momentary disconnections can be attributed to, but not limited to contamination within the power ports. CAPA pr00389403 investigated momentary disconnections prior to lubrication. Even though this CAPA is closed, (B)(6) fall within the bounds of this CAPA. The most likely root cause of the observed contamination within the power ports event can be attributed to handling of the device. The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and batteries. Possible root causes of the communication errors, and resulting power disconnect alarms, can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller, potentially due to contamination. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: one (1) controller (con404810) was not returned for evaluation. Six (6) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of all the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed five (5) controller power up events logged on (B)(6) 2021 at 07:37:13, on (B)(6) 2021 at 21:14:56, on (B)(6) 2021 at 19:35:17 and 19:39:36, and on (B)(6) 2021 at 12:03:25. Several momentary disconnections were recorded involving (B)(6) and (B)(6) recorded leading up to the losses of power on (B)(6) 2021. The controller was without power for 10 seconds, 6 seconds, 7 seconds, 7 seconds, and 6 seconds respectively. Review of alarm log file revealed multiple critical battery alarms due to communication errors involving (B)(6) and (B)(6). Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of data log files revealed multiples instances involving (B)(6), where the batteries' relative state of charge (rsoc) were logged between 101-201, which is indicative of communication errors. As a result, the reported loss of power, critical battery alarm and communication error events were confirmed. The reported power disconnect alarms were not confirmed; however, it is likely the observed communication errors were related to the reported power disconnect alarms. There is no evidence that a power source lubrication procedure was performed on (B)(6) was lubricated prior to release. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) investigated momentary disconnections prior to lubrication. Even though this CAPA is closed, con404810, (B)(6) fall within the bounds of this CAPA. The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and batteri es. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Additional products: serial#: (B)(6) h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 serial#: (B)(6) h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01, d02 serial#: (B)(6) h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01, d02 serial#: (B)(6)h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 serial#: (B)(6) h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 serial#: (B)(6) h3: yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It has been further reported that an additional battery has been identified as having power disconnects with power disconnect alarms and communication issues. The battery was replaced.

Manufacturer narrative:
A supplemental report is being submitted to update event description (b5) and for additional product: additional products: d1: heartware ventricular assist system ¿battery d4: model #: 1650, catalog #: 1650, expiration date: 31-dec-2019, serial#: (B)(6), UDI #: (B)(4), d9: yes, return date: 16-jun-2021, h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, h4: mfg date: 06-dec-2018, h5: no, h6: patient ime code(s): e2403, h6: imf code(s): f26, h6: img code(s): g02002, h6: FDA device code(s): a0705, h6: FDA results code(s): c21, h6: FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿battery model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2019/ serial or lot#: (B)(4) UDI #: (B)(4) yes, return date: 16-jun-2021 device evaluated: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes mfg date: 06-dec-2018 labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery model #: 1650 / catalog #: 1650 / expiration date: 29-dec-2019/ serial or lot#: (B)(4) UDI #: (B)(4) device evaluated: yes, return date: 16-jun-2021 no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes mfg date: 29-dec-2018 labeled for single use: no (B)(4). Heartware ventricular assist system ¿battery model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2019/ serial or lot#: (B)(4) UDI #: (B)(4) yes, return date: 16-jun-2021 device evaluated: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes mfg date: 06-dec-2018 labeled for single use: no (B)(4). Heartware ventricular assist system ¿battery model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2021/ serial or lot#: (B)(4) UDI #: (B)(4) yes, return date: 16-jun-2021 device evaluated: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes mfg date: 12-dec-2020 labeled for single use: no (B)(4). Heartware ventricular assist system ¿battery model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2019/ serial or lot#: (B)(4) UDI #: (B)(4) yes, return date: 16-jun-2021 device evaluated: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes mfg date: 06-dec-2018 labeled for single use: no (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one battery exhibited an erroneous critical battery alarm with 85% charge capacity, four batteries exhibited power disconnects with power disconnect alarms, and the controller exhibited an unexpected loss of power. Additionally all of these issue contributed to a ventricular assist device (vad) stop. During review of the log files, clinical engineering found communication issues with the batteries. The controller remains in use and the batteries were replaced. No patient complications have been reported as a result of this event.